Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels all day, up to the 600's range (mg/dl) with trace to moderate ketones. The contact stated that the customer's bg level elevates while using the pump, but lowers when using manual injections. During troubleshooting with tandem technical support, no drops of insulin were observed to be exiting the end of the tubing during fill tubing. Also, after disconnecting the infusion set tubing from the cartridge luer lock, no drops were seen exiting the cartridge patient line. After the customer changed the cartridge, drops of insulin were confirmed to be exiting the cartridge patient line. During a follow up call the next day, the contact stated that ketone level did not worsen after delivering manual injections but that bg level had not returned to target level. Contact declined further troubleshooting. Multiple follow up attempts were made to confirm that bg level had returned to target; however, the contact/customer did not respond.